Manufacturer narrative:
The device is not available for evaluation. Without the return of the device a probably cause cannot be determined. A lot number was not provided. A device history lot number review cannot be performed. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp. The customer stated that there was a disconnection between the hard plastic part with the screw thread and the flexible part of the tubing. There was a leak of chemotherapy premedication to the patient, which was passing through the tubing. This incident occurred multiple times with different types of chemotherapy trees, but specific information was not provided. The patient was in stable condition, no one was harmed, there were no adverse events, there was no blood loss, the treatment could be completed by connecting at other tree access sites. There was no unprotected exposure to any cytotoxic product for a patient nor for a health professional. Medical intervention was not required. There was no need for a special kit to be used to clean the leak. There were no visible signs of malfunction, damage, stress or wear with the device. No information was provided regarding the set-up used. The device was stored in the storage conditions.